Event description:
The customer alleged that the ventilator stopped cycling while in pt use. No pt harm reported. The nellcor pruitan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.